Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the frequent charging was unknown. It was reported that the ins was functioning normally for the last two weeks and the patient would keep close attention to how long they were charging. The issue was resolved and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins runs down really fast. The patient reported that they need to charge their implant every other day at the least; sometimes, more. The patient noted that their stimulation was in a good spot. The patient reported that this started ¿the last month or so.¿ the patient was walked through how to put the ins into MRI mode and encountered a low ins battery screen. The patient was able to bypass the message and put the ins in MRI mode. No symptoms or complications were reported.